Event description:
It was reported that during a da vinci s hysterectomy procedure, while installing the monopolar curved scissors (mcs) tip cover accessory onto the mcs instrument a hole was observed. The tip cover was removed and a replacement tip cover was installed. During use of the mcs instrument with the replacement tip cover arcing was observed coming from the mcs instrument twice. The mcs instrument was removed and the tip cover was inspected. There was no damage to the tip cover noted. The surgical procedure was completed with a replacement mcs instrument and tip cover accessory. No patient harm, adverse outcome or injury was reported. MFR report was submitted regarding the mcs instrument.

Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode as the tip cover did not exhibit any holes or evidence of arcing. Failure analysis investigation found that the distal end of tip cover has a .130 long tear through the full silicone thickness. The tear is located .065 below the distal end opening and is oriented roughly perpendicular to the longitudinal axis of the tip cover. No other damage found.

Manufacturer narrative:
The tip cover accessory has been returned for failure analysis evaluation. At this time, the root cause of the customer reported failure mode has not been determined, as evaluation of the affected part is currently underway. A follow-up medwatch report will be submitted to the FDA after the evaluations have been completed or if additional information is received.

Manufacturer narrative:
MFR report 2955842-2013-03247 was submitted to the FDA regarding the monopolar curved scissors instrument.